Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal haze after prk (photorefractive keratectomy procedure). Patient complained of blurry vision. No loss of best corrected visual acuity reported. Steroids drops increased.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient also complained of dry eyes.